Manufacturer narrative:
Device evaluation: no product returned for device analysis; a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that the device had alarmed "no disposable clamp tubing" when the cassette was securely attached to the pump. Complainant concerned that the cassette was defective causing an alarm. The patient did not miss their dose. There was no patient harm/adverse event reported.